Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The collet was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine 5.0mg/m l; 0.6mg/day in an implantable pump for non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. Per the patient, the health care provider (hcp) had performed some x-rays in the clinic and it looked as though "something came loose in the pocket", so a catheter revision was scheduled. Pre-operation, the patient told the manufacturer representative the pump pocket was "swelling up". The physician was aware and the patient was being managed outpatient with oral opioids as the patient was having signs/symptoms of withdrawals. Once the pocket was opened, the catheter was observed to be disconnected from the collette - pump segment was not connected. The old collette was cut off and a new collette was used from a replacement anchor tool kit. A catheter access port (cap) kit was then used and there was easy aspiration from the catheter (3ml of cerebrospinal fluid). A dye study was also performed in the operating room to confirm catheter patency. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2019 indicated that the reason for the procedure that took place on (B)(6) 2019 was due to a defect in the pump. Further information received indicated that the pump was fine and it was the connecting piece between the proximal and distal end of the catheter that had failed. No further complications were reported/anticipated.